Manufacturer narrative:
Information was received via published literature. Please reference the attached literature, "hemiarthroplasty for the treatment of complex proximal humeral fractures: does a trabecular metal prosthesis make a difference? A prospective, comparative study with a minimum 3-year follow-up¿. Initial reporter ¿ the article was written by fenglong li, yiming zhu, yi lu, xin liu, guan wu and chunyan jiang. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Event description:
It is reported that two patients experienced resorption of the greater tuberosity following shoulder arthroplasty.